Event description:
One of the y sites disconnected from the central hub while in use on a patient. There was no patient injury. The patient required no treatment. A small amount of blood is present in the tubing.